Event description:
It was observed that during the device evaluation, the colonovideoscope had the error code e315. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the following reportable malfunction was identified during the device evaluation: error code e315. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is known inherent risk of device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.